Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to an unknown reason. A new arcos extension has been requested. The patient currently has a 80mm cone body in place. Attempts have been made and all available information has been provided.

Event description:
It was reported that the patient will need to undergo a hip revision in the future due to subsidence of the femoral component. The patient has poor bone quality which may have contributed to it. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b4, b7, d1, d4, d10: 11-300920 item name arcos 20x190mm spl tpr dist lot # 064880, g3, g6, h2, h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6: suggested component code: mechanical (g04) - stem h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: subsidence of the femoral component. Possible fracture along the greater trochanter. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.